Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) to treat a gastrointestinal bleed (gi bleed) using pod3s. During the procedure, the pod3 would not advance within its introducer sheath after multiple attempts; therefore, it was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.